Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific tachy device, exhibited a sudden rise in shock impedance measurements from 100 ohms to 150 ohms. Shock impedance trends were previously stable at 75 ohms since implant. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Lead conductor fracture was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that rv lead fracture was suspected due to the observed high, out-of-range shock impedance measurements. The patient was screened for a potential subcutaneous implantable cardioverter defibrillator (s-ICD) system, but was deemed unsuitable. A transvenous implantable cardioverter defibrillator (ICD) system implant was anticipated, but not yet scheduled. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that a new ICD system was implanted on the other side of the patient's body. No additional adverse patient effects were reported. It was unclear whether the lead was surgically abandoned or explanted at this time. Product return was requested. Additional information received reported that the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific tachy device, exhibited a sudden rise in shock impedance measurements from 100 ohms to 150 ohms. Shock impedance trends were previously stable at 75 ohms since implant. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Lead conductor fracture was suspected.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific tachy device, exhibited a sudden rise in shock impedance measurements from 100 ohms to 150 ohms. Shock impedance trends were previously stable at 75 ohms since implant. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Lead conductor fracture was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that rv lead fracture was suspected due to the observed high, out-of-range shock impedance measurements. The patient was screened for a potential subcutaneous implantable cardioverter defibrillator (s-ICD) system, but was deemed unsuitable. A transvenous implantable cardioverter defibrillator (ICD) system implant was anticipated, but not yet scheduled. This rv lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that a new ICD system was implanted on the other side of the patient's body. No additional adverse patient effects were reported. It was unclear whether the lead was surgically abandoned or explanted at this time. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding intial reporter details. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead, implanted with a non boston scientific tachy device, exhibited a sudden rise in shock impedance measurements from 100 ohms to 150 ohms. Shock impedance trends were previously stable at 75 ohms since implant. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Lead conductor fracture was suspected. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that rv lead fracture was suspected due to the observed high, out-of-range shock impedance measurements. The patient was screened for a potential subcutaneous implantable cardioverter defibrillator (s-ICD) system, but was deemed unsuitable. A transvenous implantable cardioverter defibrillator (ICD) system implant was anticipated, but not yet scheduled. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.